Manufacturer narrative:
Information was received that the customer has not contacted philips for repair/ service of the device. The unit is out of warranty. No further information provided.

Event description:
It was reported that the ventilator had an alarm light emitting diode (led) failure. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.

Manufacturer narrative:
(B)(6).